Event description:
It was reported that the device had displayed error code 110.6021 and replaced logic board. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the keypad. This report lists imdrf annex a0509, c02, d02, and g0204002 codes that are reportable malfunctions observed on the device during servicing.